Event description:
It was reported that the patient has been experiencing intermittent pain and shortness of breath since implant. It was noted that the patient's physician had been adjusting their settings in response to the symptoms but that the physician now thinks the pain and shortness of breath may be related to the vns implantation surgery. It was noted that the physician was considering lead revision for the patient. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information received from the physician's assistant indicating that the patient was not diagnosed with vocal cord paralysis but it was reported that when the vns activated the left vocal cord would stop working. The ent physician recommended that the patient's lead be moved over and the patient is going to go for a surgical consult. The surgery is noted to be for patient comfort only. The vocal cord issues were reported in MFR report #1644487-2021-00017.

Manufacturer narrative:
F10. Adverse event problem, health effect- clinical code, supplemental MDR #2 inadvertently omitted coding.

Event description:
The ent physician recommended that the patient's lead be moved over and the patient is going to go for a surgical consult. The surgery is noted to be for patient comfort only implant card was received that the patient had a lead revision due to lead too inferior; impedance on the new implant was ok 1987 ohms. The physician believed that the device was stimulating the pharyngeal nerve which caused the patient vocal issues. It was also noted that the explanted device is not available for return.

Event description:
The physician believes may be poor lead placement vs poor surgical technique. No known surgical intervention has occurred to date.